Event description:
During a routine x-ray it was discovered the catheter leading to the hub of the infusaport had torn apart approximately 1/2 inch from the hub. The tubing that remained migrated into the branch of the pulmonary artery at the right side. The broken catheter had to be removed by a radiologist. A similar incident occurred on 5/4/99 to another pt when the tubing came apart in the middle of the tubing and migrated into the vena cava.